Event description:
An insufflator allegedly continued to insufflate after a member of the surgical team pressed the hold button. The surgical team believes that all three fail-safe mechanisms failed to stop insufflation. No other info is available at this time.